Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. H3 other text : single-use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2023. Additional testing was performed on the same day with an antigen test (platform - unknown) which generated a negative result. Repeat testing was performed on the next day which generated a negative result. Additional testing was performed on the next day with a CT test (platform - unknown) which generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.